Manufacturer narrative:
(B)(4).

Event description:
The highest number attained from the antenna locate assessment was 60. The pt stopped charging the implantable neurostimulator. About 3 weeks after that, the neurostimulator battery 'went dead.' The pt called MFR's pt services. A power on reset message (cause not specified) was noted once the antenna locate feature was used with the recharger. The process of clearing the power on reset condition was reviewed with the pt. The pt was able to recharge normally afterward with good coupling.